Event description:
It was reported that during a full supply change the ilet user bent the adhesive while removing the paper backing, resulting in an improperly performed insertion procedure involving the infusion set component, after which the user completed a site-only change with guidance and continued the supply change without effect on blood glucose. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.